Manufacturer narrative:
The event occurred at (B)(6). A correlation between the device and the reported event could not be determined. The pt remains on lvad support with the pump. A review of device history records showed no deviations from mfg or qa specifications that would affect device function or performance. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a ventricular assist device (lvad). Approx 4 months post implant it was reported that while in hosp, the pt suffered a cerebral stroke in the brainstem. The pt also had symptoms of delirium and the pt's anticoagulation regimen included warfarin. The pt did not undergo any surgical treatment; however, was treated with medication. The cause of the event was reported as "complexities of medical mgmt."